Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported via mw5096500 that a female patient underwent a breast surgery with two mentor smooth round high profile 330cc saline breast prostheses and experienced generalized illness symptoms including breast pain, fatigue, brain fog, memory loss, muscle pain and weakness, joint pain, hair loss, skin rash, insomnia, blurred vision, slow healing, easy bruising, vertigo, headaches, difficulty swallowing and clearing throat, nausea, night sweats, heat intolerance, candida, ears ringing, food intolerances (specifically dairy), heart palpitations, heart pain, blood pressure problems, cold and discolored feet and legs, chest discomfort, shortness of breath, depression, feelings of dying , symptoms of lyme, symptoms of autoimmune diseases, and developing phobias post operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the first of two devices.

Manufacturer narrative:
On december 13, 2020, mentor received additional information providing an updated date of implant. Manufacturer¿s reference number: (B)(4).